Event description:
Preliminary analysis of the returned device noted that the inner polytetrafluoroethylene (ptfe) lining on the microcatheter was scraped/ peeling. No consequences to the patient were reported.

Manufacturer narrative:
Manufacturing date ¿ added, device evaluated by mfg ¿ corrected, expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the that clear unknown substance was protruding through the microcatheter proximal end and the microcatheter was bent at approximately 22.0 cm distal to the strain relief. No other anomalies were observed. During functional testing, the guidewire was introduced and advanced through the microcatheter and an unknown substance came out of the distal end. The guidewire was pulled out of the microcatheter and unknown substance came out of the microcatheter proximal end as well. There was friction felt when the guidewire was being advanced and once the unknown substance was removed, a guide wire and a 0.0158¿ patency mandrel were advanced without difficulty. Additional analysis was performed on the ptfe sample found within the microcatheter and CT (computed tomography) scanning confirmed that the inner polytetrafluoroethylene (ptfe) lining of the returned microcatheter had peeled at the proximal section. The device was confirmed to be in good condition prior to use. However the exact cause that contributed to the reported event could not be definitively determined.

Event description:
Preliminary analysis of the returned device noted that the inner polytetrafluoroethylene (ptfe) lining on the microcatheter was scraped/ peeling. No consequences to the patient were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the that clear unknown substance was protruding through the microcatheter proximal end and the microcatheter was bent at approximately 22.0cm distal to the strain relief. No other anomalies were observed. During functional testing, the guidewire was introduced and advanced through the microcatheter and an unknown substance came out of the distal end. The guidewire was pulled out of the microcatheter and unknown substance came out of the microcatheter proximal end as well. There was friction felt when the guidewire was being advanced and once the unknown substance was removed, a guide wire and a 0.0158¿ patency mandrel were advanced without difficulty. Additional analysis was performed on the ptfe sample found within the microcatheter and CT (computed tomography) scanning confirmed that the inner polytetrafluoroethylene (ptfe) lining of the returned microcatheter had peeled at the proximal section. The device was confirmed to be in good condition prior to use. However the exact cause that contributed to the reported event could not be definitively determined.

Event description:
Preliminary analysis of the returned device noted that the inner polytetrafluoroethylene (ptfe) lining on the microcatheter was scraped/ peeling. No consequences to the patient were reported.